Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak during dwell five of five. Fluid was found to be leaking from the cassette door. The treatment was canceled and the contact reported that the patient's pd nurse would be informed. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. He was not prescribed antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A sap search showed that the entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.